Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that during use of the cassette, the pump exhibited a "no disposable, pump won't run" alarm. Per reporter no troubleshooting was done. It was reported that the residual volume was 72.1, the rate was 2.1 and the amount given was 23.90. No adverse patient effects were reported. Per reporter no further information is available at this time.